Event description:
Patient on (crrt) continuous renal replacement therapy. Crrt alarmed dialysate bag empty. The bag was changed with appropriate attention to the spiking mechanism. The treatment continued. The prismaflex alarmed, "dialysate weight" then "dialysate clamped." The nurse reexamined the spike and witnessed that the spike was appropriately broken. Therapy continued with more alarms of "dialysate clamped." The patient had decompensated cardiovascular and respiratory status requiring intubation, fluid bolus, administration of epinephrine. Within approximately 5 minutes, the patient's cardiovascular & respiratory status improved.